Event description:
On (B)(6) 2018 increased tempt and hr over the following 24 hrs to 38.5 (101.3) despite antibiotics. No change in antibiotic treatment. Recall due to questionable sterility. Pt exhibited potential infectious symptoms the next day. Blood cultures, chest x-ray ID consult on (B)(6). No treatment required. No add'l medications initiated, had been on morphine q4 IV and oxycodone q4-6 hours for several days. No change in frequency of these medications.